Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that since 2007, the pt has no longer had any hearing sensations. The pt has not been involved in an accident nor has an infection of the ear been reported. A verification of the speech processor function revealed no failure. Testing confirmed that the device has malfunctioned.